Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the patient underwent emergency interventional treatment on 7/15/2024. The procedure was to treat the left anterior descending artery with 90% stenosis and heavy calcification. After the radial artery was successfully punctured, the hi-torque balance middleweight universal (bmw) guidewire entered the blood vessel. The radial artery sheath got stuck after entering the middle of the bmw guidewire, and the guidewire could not be extended into the blood vessel. The guidewire was difficult to remove but was able to be removed independently. The tip was observed to be deformed and could not be shaped. The bmw did not unravel and remained intact. A new guidewire was used to complete the procedure. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to difficulty advancing or removing a catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. In this case, it was reported that the guide wire tip was observed to be deformed after removal. Damage to the core can impact maneuverability over the wire. It is possible that the guide wire sustained damage during use, contributing to the reported difficulty encountered during advancement and removal; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.